Event description:
The suspect meter exhibited variation in test results when compared with the lab and another point of care meter. The following results were reported: inratio: 2.5; lab: 1.9; coagucheck: 1.9. Technical support to follow up with the customer to obtain comparison data that the pt may have collected in the last two months.